Event description:
Device malfunction: failure to withdraw plunger. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, surgery. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Reportedly, the plunger could not be withdrawn during suture retrieval. The pt was taken to surgery and the proglide device was surgically removed and hemostasis achieved. There were no reported adverse pt sequelae. No add' info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.